Event description:
On (B)(6) 2022, fresenius became aware this 54-year-old male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis on (B)(6) 2022. Subsequent attempts to obtain additional information (e.g., medication records, culture records, treatment data, hospital records) regarding the reported serious adverse event of peritonitis, have thus far been unsuccessful.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty cycler set and the serious adverse event(s) of peritonitis. The etiology of the peritonitis is unknown; therefore, causality cannot be established. Given the limited follow-up information, a more comprehensive investigation could not be performed. However, individuals undergoing pd for rrt (manual or cycler based) have a significantly increased risk for infections of the peritoneum. Based on the information available, the liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency or malfunction, caused or contributed to the serious adverse events experienced by the patient.

Event description:
On (B)(6) 2022, fresenius became aware this 54-year-old male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis on (B)(6) 2022. Subsequent attempts to obtain additional information (e.g., medication records, culture records, treatment data, hospital records) regarding the reported serious adverse event of peritonitis, have thus far been unsuccessful.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.